Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, the event reported by the customer could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had blurred image. There were no reports of patient harm.